Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient wanted to change programs. Patient stated they had been on group a since they got the implant but they were not happy with program a so they wanted to switch to group b. After connecting, the handset showed pt was already on group b. Pt switched to a. Pt reported when they would move or lay down in certain ways they would get a shocking sensation. Agent reviewed information. During the call patient service walked patient through changing programs. Pt will monitor the issue and call back if needed.